Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 4 of 4. Reference MFR report #1627487-2013-12453, 12454, 12455. It was reported the pt's scs system was explanted. The reason for the explant and date of the explant are unk. Note this pt received three leads from two lot numbers. All lead are being reported.